Event description:
Laryngeal mask airway inserted and when inflated an air leak was noticed in the inflation balloon. The inflation line was clamped to prevent leak. There were no consequences or injury to the pt.